Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2016-02103, reference MFR. Report: 1627487-2016-02104. The patient reported her lead was explanted in (B)(6) 2016 (exact date is unknown) due to infection. Follow-up identified the patient's infection has resolved. It was also clarified that both the leads were explanted. Further investigation identified during the re-implant procedure for the leads, it was observed that the existing ipg site was infected. As a result, the ipg was explanted on (B)(6) 2016.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2016-02103, reference MFR. Report: 1627487-2016-02104. Follow-up identified the patient was hospitalized for the infection. The patient has since been released, and the infection has resolved.